Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock resulting in hospitalization. This was noted to have been the second inappropriate shock delivered to this patient. The prior inappropriate shock was noted to have occurred following an unrelated procedure. Device data was sent to rhythmcare for review. Data review determined the s-ICD exhibited low r-wave amplitudes resulting in t-wave oversensing and delivered inappropriate shock. The device was subsequently reprogrammed to the alternate vector with two times gain to mitigate further oversensing. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.